Manufacturer narrative:
Insufficient lubrication and debris were identified as the probable cause of the device overheating. The micro drill straight attachment was discarded because it is not a repairable device.

Event description:
The micro drill medium straight attachment was sent for eval due to overheating during testing. The event occurred during a regular maintenance visit. No adverse event was associated with the device.